Event description:
Pt reported back to back tests performed on the pt's surestep meter were 366, 273 and 126 mg/dl. In addition, the pt reported feeling weak and shaky. There was no allegation of harm.